Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The device was received with the capsule partially opened. The handle appeared intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was slight damage noticed on the threading of the screw gear. The device was returned with the end cap/screw gear snap fit connected. Voids were observed along the proximal end of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. The valve cannot be removed from the dcs. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured due to deep implant depth. On the second implant attempt, the valve dislodged and was recaptured. On the third implant attempt, the implant depth was too deep, and the valve was recaptured for a third time. During the third recapture, it was noted that the capsule did not recapture as usual. Fluoroscopy indicated that the capsule separated. The delivery catheter system (dcs) was removed without injury. It was noted that the aortic root angle was 44 degrees and that the dcs was "pinned" on the inner curve of the aorta. Some tension in the system was reported. A new dcs and valve were used for successful valve implant. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured twice due to positioning difficulties and once due to dislodgement. Recapturing is a feature of the evolut pro system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. In this case it was noted that the aortic root angle was 44 degrees and that the dcs was "pinned" on the inner curve of the aorta. The pre-case plan indicates annular calcification extending approximately 3.0mm into lvot. Some tension in the system was also reported. Positioning difficulties and dislodgement events do not typically indicate a device malfunction or a failure to meet man ufacturing specifications. It was reported that after the third recapture, the capsule did not recapture as usual. Fluoroscopy indicated that the capsule separated. The device was returned for analysis. The screw gear thread damage is consistent with increased forces in the system. High forces on the handle may cause the threading of the screw gear to become worn and damaged as the handle is turned. Voids, which indicate delamination between the capsule outer polymer and the nitinol frame, typically occur when the capsule is subjected to a bending force. A void may occur over if a valve has been misloaded; however, voids may also occur due to tracking/positioning in the patient anatomy. Fluoroscopic images of the load which were provided indicated a good load. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule, thus confirming the reported complaint. Capsule separation typically occurs due to excessive compressive forces applied during the valve loading process. The compressive force on the system, which can cause a capsule to break, is a cumulative effect that may also be increased by tracking through tortuous patient anatomy. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.